Event description:
Pt arrived at facility via wheelchair. While being transferred to the dialysis chair using the hoyer lift the pt fell to the floor. Hemodialysis treatment initiated at 2:05 pm. Charge nurse informed of the pt's fall at 2:10 pm and dr was notified. At 4:50 pm pt became unresponsive. Ems called. Dr was notified. Pt transferred to med ctr. Pt expired 3/30/96. Further investigation revealed the net was twisted under the pt.